Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) on the right ventricular (rv) channel for high rate non-sustained (hrns) episodes and sensing integrity counter (sic). Review of the hrns showed oversensing and noise on both the right atrial and ventricular channels that was consistent with electromagnetic interference (emi). It was further reported that the patient experienced an inappropriate shock due to lead noise. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6935m62 lead - implanted: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.